Event description:
It was reported that the locking mechanism could not be turned to final position during the procedure. The plate had to be removed and replaced with new one with rescue screws.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the stryker rep confirmed that the blocker was initially tightened with a locking bit and then attempted with a "screwdriver without the inner stylet" which is the solid shaft screwdriver. Conclusion: the likely root cause is not turning the blocker with the solid screwdriver as recommended by the surgical technique.

Event description:
It was reported that the locking mechanism could not be turned to final position during the procedure. The plate had to be removed and replaced with new one with rescue screws.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. Visual examination revealed that the blockers were in the locked position and had slight deformation, evidence of the screwdriver not being fully seated to the blocker. The blockers were able to be turned effortlessly using the proper instruments. Conclusion: the likely root cause is not fully seating the screwdriver into the blocker for turning of the blocker based on the visual evidence of deformation of the blocker.

Event description:
It was reported that the locking mechanism could not be turned to final position during the procedure. The plate had to be removed and replaced with new one with rescue screws.